Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a abc cervical plate. According to the complaint description it was reported that the marker on the plate was missing during surgery. The plate was used for a surgery of the front of cervical spine. According to the doctor a marker on the side of the abc plate is used as a marker to measure the position of the implant. But in this case, the marker could not be seen. Doctor set a marker using a skin pen during surgery. There was no patient harm. Additional information was not provided nor available. The adverse event is filed under (B)(4).

Manufacturer narrative:
General information: intra operative incident. Up to now, there is no product available for analysis. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the complaint is most probably usage related. Rationale: the surgeon used an implant with a development status older than june 24 2005. The extracts of the construction drawings below showing the changes in marking and labeling. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.